Event description:
It was reported that during an unrelated procedure, the atrial lead was observed to have less slack than normally expected, but was functioning properly. During a post-op check, the atrial lead exhibited low impedance, a p-wave sensing anomaly, as well as a loss of capture. The physician decided to bring the patient back into surgery to explant and replace the lead. The patient was not symptomatic.